Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. The inspection of the device by olympus repair center confirmed the following; the image sensor unit of the device was defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image became noisy and could not be seen. And the monitor screen went black and the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by external factors, customer's handling, or stress due to use. If additional information becomes available, this report will be supplemented.